Manufacturer narrative:
Correction: upon review of the provided information, this is no longer being considered a reportable malfunction. The optical signal that was reported to be faulty, is not required for patient support and the functionality of the pump can be monitored via other means without risk to the patient. However, the investigation into the allegation has been completed since the original report was filed. The medical center did not return the impella device. No benchtop analysis was possible; only the clinical report was evaluated. Based off the clinical info available, this is a false impella in aorta alarm. Based on the provided information, the cause for optical placement signal issue was believed to be related to the patient condition.

Event description:
The user facility reported a 64-year-old male patient undergoing cardiac surgery was implanted with an impella 5.5 device for mechanical circulatory support. The patient on impella support experienced "impella in the aorta" alarms. The position was verified and the medical staff was walked through disabling alarm. There was no harm reported as a result of this incident.

Manufacturer narrative:
The impella device was not returned by the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.